Event description:
It was reported that a user on the ilet bionic pancreas experienced hypoglycemia, stating they did not eat, did not announce, and still dropped below 55 mg/dl; an ilet alert/acknowledgment of 62 mg/dl was noted. Symptoms included hypoglycemia requiring self-treatment. Outcomes included use of oral glucose. Investigation included review of available case information. Investigation of this case revealed no device malfunction identified based on the information provided and no device component issue observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.